Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing failure and rising and unstable thresholds were noted on the leadless implantable pulse generator (ipg) post operatively. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: micra, model #: mc1vr01-delsys/ expiration date: 14-may-2021/ serial#: (B)(4), UDI #: (B)(4); no dev rtn to MFR? No. Mfg date: 27-nov-2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020: it was further reported that during the procedure, the delivery system was only delivered where it could be and the physician remarked, "it would be good if it was stable." It was also further reported that the ipg also exhibited change in sensing wave prior to being re-programmed and the device may have moved.